Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the puncture needle was leaking, resulting in air being aspirated. " a new set was used to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".